Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred as the patient was moving her arm during a routine hemodialysis treatment. Rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the extracorporeal blood circuit. The alarms were most likely the result of restricted blood flow due to movement of the patient's arm. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms. A director correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.